Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 44 mg/dl. The customer was treated with food. The emergency medical service was dispatched as a result of low blood glucose. Customer's blood glucose at time of admission was 92 mg/dl. Customer was admitted on the hospital on (B)(6) 2016. Customer cause of hospitalization was low blood glucose. Customer was wearing the pump at time of hospitalization. Customer stated that he also had weak signal, sensor error and unexpected alarm. Customer was explained the guide through a protocol for troubleshooting.